Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin therapy.